Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
During investigation of product, it was discovered that complete separation of the tubing from the headset connector occurred. No adverse event reported. Product has been returned.